Event description:
An incorrect calculation of source decay is possible if, during manual programming of the mhdr unit, the treatment plan is pre-prepared, the treatment date is entered and this date is earlier than the source calibration date. If these parameters are entered in this order, the source activity is decayed rather being corrected for decay. This does not occur if the program card is utilized.